Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) level decreased to 22 mg/dl. Due to the decreased bg the customer lost consciousness. Reportedly, tandem technical support called the paramedics who revived the customer by delivering intravenous glucose. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Recommendation was made to monitor bg and consult with their healthcare provider if necessary.

Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.